Manufacturer narrative:
This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.

Event description:
It was reported that the patient's back up controller experienced a battery depletion causing the controller to lose power. The controller was replaced and returned to the manufacturer. There was no impact or consequence on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per IFU instructions: patient is instructed to "always keep a spare controller and fully charged spare batteries available at all times in case of an emergency". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. System testing did not indicate any abnormal operation of the controller, except that the real time clock (rtc) had been reset to zero. However, when the time and date were set to actual time and date and the internal coin cell battery adequately recharged, controller was able to keep accurate date and time. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Based on the available information and no failure detected with testing and log review, no conclusion can be made regarding the root cause of the event. The instructions for use outlines instructions for set up, inspection, expected behavior of the controller and guidelines and instructions on how to react to controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.